Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "right capsular contracture baker grade IV". Device remains implanted.

Event description:
It has been identified that this record, mrn 9617229-2023-17917, is a duplicate of mrn 9617229-2023-31142. Please see mrn 9617229-2023-31142 for reportable events.